Event description:
Customer's mother reported via phone call that customer was hospitalized on (B)(6) 2015 with blood glucose of 26 mg/dl. Caller states that customer was not able to treat for low blood glucose prior to hospitalization due to being in a coma. Caller reports that customer had been having low blood glucose for two weeks prior to hospitalization after healthcare professional changed settings. After hospitalization healthcare professional changed settings back to what they were prior to low blood glucose and customer was fine. Caller reports that customer was having high blood glucose the day prior to call, with symptoms of throwing up and chest pain. Customer was not available with insulin pump in order to troubleshoot. Customer will be calling back in order to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.